Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the coupling screw was broken in dynamic hip system (dhs) set during an inspection. There was no patient involvement. This report involves 1 dhs/dcs coupling screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary. Visual inspection: the dhs®/dcs® coupling screw (p/n: 338.20, l/n: 1032) was received at us cq. Upon visual investigation, the complaint device is broken, as the portion of distal threads had broken off at the third most proximal thread. No additional defects were observed on the device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: distal thread od = 3.838 mm --> 3.978 mm. Measured dimensions: distal thread od = 3.854 mm, conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device is broken. The portion of distal threads on the complaint device had broken off at the third most proximal thread. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.